Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient was admitted with right upper extremity weakness. Initial CT was negative. It was also reported that the patient had active gastrointestinal (gi) bleed. It was further stated that the patient was discharged three days later on asa 81mg and no coumadin. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. (B)(4).

Event description:
It was reported from the site that the patient was admitted on (B)(6) with right upper extremity weakness. Initial CT was negative. It was also reported that the patient had active gastrointestinal (gi) bleed. It was further stated that the patient was discharged on (B)(6) on asa 81mg and no coumadin. No additional information available.